Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device during a spinal fusion procedure. It was reported intraoperatively that the procedure used k-wires on the screws that were placed on the c1 and c2 vertebrae. On the second placement of k-wire a verification scan was taken and showed the placement to be inaccurate by 3-4mm. The depth was as expected, the issue occurred due to wrong angling in the medio/lateral plane. The k-wire was removed and replaced with the aid of a new trajectory plan. The surgical delay was less than 1 hour. No impact on patient outcome.